Event description:
Additional information was received that this lead was explanted due to fracture. There were no adverse patient effects reported and no further information provided regarding the lead. A request for the return of the lead was sent.

Manufacturer narrative:
The lead remains implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a competitor's technical services that this right ventricular (rv) lead had displayed an out of range impedance measurement. The patient currently has a competitive device implanted with this boston scientific right ventricular (rv) lead. There were no adverse patient effects reported. A request for additional information has been sent.

Manufacturer narrative:
The lead was explanted. Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The clinical observation of lead fracture was not confirmed by analysis, however the out of range shock impedances was confirmed through testing. The complete lead was returned severed in two segments at 11 centimeters (cm) from the is-1 terminal pin. Visual observation revealed surface abrasion, tear, and webbing damage noted in trilumen insulation approximately 24.3-24.9 (cm) from the is-1 terminal pin and 2.5 (cm) to proximal to suture sleeve tie-down (27.2-29.2 cm from is-1 pin). Damage is likely due to lead-on-can contact. Setscrew marks on all terminal connectors and drag marks on is-1 ring were observed. The extracting stylet was stuck inside the distal segment of the returned lead portion. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The continuity test was performed and an x-ray examination on the returned segments of lead revealed all conductors are intact with no evidence of fractures found.

Manufacturer narrative:
This investigation will be updated should the lead be returned or if further information is provided.